Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 09/06/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was inspected under her magnification. The lens was received cut in half. The lens was cleaned and presented with no further issues. Conclusion: the complaint issue "sub-optimal results" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown/ asked but not available. Section e1: initial reporter: email address: unknown/ asked but not available. (B)(6) section e1 state and zip code: unknown/not provided section h3: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Show less

Event description:
It was reported that eyhance toric intraocular lens (iol) was implanted. The visual acuity pre-treatment was ucdva 0.4, bcdva 0.5 (+2.25 -2.25 90¿) and post-treatment was ucdva 0.2, bcdva 0.5. It was stated post operative examination it has not been easy for the patient to see intermediate and distant objects (over 30cm), which affected the related daily activities. Exchange surgery performed and so far, the surgeon has been watching out for the result and recovery status. There was no requirement of unplanned vitrectomy. The lens was replaced with a same model and 23.5 diopter. Current ucdva was 0.3, cdva was 0.3 (+0.00 -0.75 70¿). No further information was provided.